Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The patient had a pericardial effusion resulting in dropped heart rate and blood pressure. The procedure was halted, and no further products will be implanted. No further patient complications have been reported as a result of this event.